Manufacturer narrative:
Visual inspection: the 5.0mm ti locking screw w/t25 stardrive 50mm for im nails (p/n: 04.005.540, lot number: unk) was received at us customer quality (cq). Visual inspection of the complaint device showed the screw has damaged/deformed threads. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: thread major diameter = max of 4.95mm. Measured dimensions: thread major diameter = 4.84mm, conforming. Device used - caliper ca215p. Document/specification review: current was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the screw threads are damaged. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the proximal femoral nailing system (tfna) nail broke. It is unknown if there was a patient involvement. Concomitant devices reported: tfna fenestrated helical blade 95mm - sterile (part# 04.038.395, lot# 36p4782, quantity# 1). This report is for one. This is report 2 of 2 for (B)(4).